Event description:
The customer reported that approximately 200 milliliters of wash buffer leaked from the unicel dxc 600i synchro access clinical system. The customer reported that most of the wash buffer had crystallized. The customer reported observing the closed tube aliquoter (cta) overflow bottle full. The customer indicated that no maintenance was performed prior to discovering the leak. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye protection at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
The customer reported to beckman coulter on (B)(6) 2013 that the closed tube aliquoter (cta) wash station leak was resolved. A field service engineer (fse) was not dispatched for this event. The customer informed beckman coulter on (B)(6) 2013 that the cta wash station leak was not resolved. A beckman coulter fse was dispatched to the customer's site. The fse replaced the cta active wash station as it was covered in buffer salt. The fse then observed a leak from the cta wash station during a prime cycle. The fse discovered a worn peri-pump tubing which was allowing waste to be pushed back up the autogloss drip well waste tubing leg. The fse replaced the peri-pump tubing to resolve the issue and verified the repair as per established procedures. Failure mode of the leak is attributed to worn peri-pump tubing. (B)(4).